Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. According to the report, on the evening on (B)(6) 2025, he experienced stomach pain and was vomiting. The mobile device app was not showing any reading (cgm) at the onset of symptoms. Alerts or alarms coming from the app at the onset of symptoms was low but there were no readings at all. He was not using fs at the time of the event and cgm values at home was at low. So, there were no fs/ bg values at home. He reportedly ate sweets for the ul cgm and mounjaro (once weekly glp1ra) he waited until the next day, on (B)(6) 2025, and visit the clinic. There, nurse facilitated the insertion of his sensor and informed the staff what happened. He was advised by the dr from the clinic that he needed to be rushed to the emergency room (ER). He presented to the emergency department (ed) with his son. There, the bg was checked but unremembered. The behavior of the mobile device at that time as not described (cgm, alerts, alarms). They did the fs multiple times; all values were unremembered. The patient was reportedly hospitalized for 3 days and treated with 2 bags of IV fluids to restore hydration and electrolyte balance. He also received "neuron 75 mg tablets." Documentation says he was not given any insulin medicines to see how his body would react according to the doctors. The patient was perfectly fine during the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.